Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that electrodes 5 and 14 were ¿out¿ and didn¿t work. A manufacturer representative was able to program around the non-working electrodes to provide the patient good relief. The cause of the lead not working as desired was unknown.